Manufacturer narrative:
The insulin pump was received button error alarm and intermittent button response due to corroded keypad traces.

Event description:
It was reported via phone call that the insulin pump alarmed button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.